Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements and high pacing threshold measurements. The rv lead was surgically abandoned and replaced and the ICD remains in service. No additional adverse patient effects were reported.